Manufacturer narrative:
(B)(4). Final analysis found pieces of silicone from damage septum plug inside the hex inset of the set screw prevented full insertion of the hex wrench. This has contributed to the stripping of the hex inset of the set screw. The set screw could be fully tightened and retracted after removing the pieces of silicone.

Event description:
It was reported that the patient presented for lead revision due to dislodgement, during the procedure the setscrew of pulse generator could not be tightened to secure the lead. The device was removed and replaced successfully the patient recovered well and was sent home.